Event description:
It was reported that a person with diabetes experienced leakage at the infusion site. Upon changing the infusion site, the person with diabetes observed that the cannula was kinked upon removal. The infusion set was replaced, and insulin therapy was resumed using the pump. There was no patient injury.

Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.